Event description:
The manufacturer received information alleging an issue related to a CPAP device. The patient alleged visualization of particles, cough, nose and throat irritation. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 17, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, difficulty breathing, cough, nose and throat irritation, particles in tubing and chamber, water is leaking out and other thermal issues that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the internal investigation, the manufacturer observed a musty odor when therapy was initiated, and a high- pitched sound was observed. The blower hesitated at the beginning of therapy. There is an unknown dark contaminant consistent with degraded foam on the blower box, blower, blower seal, bottom enclosure, ui panel, and the rear panel iso port. One side of the blower box had most of the sound abatement foam missing. Black particles of contamination on the underside of the blower box lid were consistent with degraded sound abatement foam. The blower motor had pieces of degraded sound abatement foam lying inside of it. Black hair like contaminant on the front panel. Unknown white dust-like contamination was on top of the blower motor. Keratin-like contamination was observed around the blower output seal. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was a evidence of sound abatement foam degradation. The manufacturer cannot confirm the complaint of particles in tubing and chamber as these peripherals were not returned with the device and manufacturer unable to address the patient's symptoms.